Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00875101336 wc xlpe liners 63279888; 00771101140 m / l taper 63239906; 00801803603 cocr heads 63290100 . Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a total hip arthroplasty and is now experiencing pain and fluid buildup approximately one year post implantation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient had a total hip arthroplasty and is now having problems that are not specified.